Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink extension set emptied its chamber if the tubing was clamped. This caused an excess to be delivered and air would enter the chamber. Air was entering through the filter. No air was infused to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.